Event description:
The patient reported he experienced discomfort at his ipg pocket site. The patient stated he had lost weight and the size of his ipg starting causing the discomfort. The patient underwent a surgical procedure and his ipg was explanted and replaced with a smaller ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.